Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765 implantable tachy lead, (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient felt palpitations at night. Later during a device interrogation at the physician's office, the physician could see the patient's shirt moving due to diaphragmatic stimulation, apparently due to lvcm (left ventricular capture management). The physician was going to turn off lvcm, and the lead remains in use. No patient complications have been reported as a result of this event.